Manufacturer narrative:
Samples have not yet been received for evaluation. The device history record (DHR) for the knife lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to company acceptance criteria. The root cause has not been determined. (B)(4).

Event description:
A customer reported that during surgery, a knife was found to be blunt. There was no harm to the pt.